Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation, bilateral pulmonary embolism and pericardial effusion and the right atrial (ra) lead impedance was half of the original impedance at implant. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.